Manufacturer narrative:
The investigation for the reported access site bleed and limb ischemia has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be use issue because the bleeding was resolved by proper angle matching and holding pressure. The root cause of the limb ischemia could not be determined without additional clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding and lost distal pulses. Next day after impella cp implant, there was bleeding at the insertion site. Proper angle matching and manual pressure was used to resolve bleeding. Later in the day, no systemic anticoagulation was given due to bleed. Support continued. A couple of days later, the impella was successfully weaned and explanted. Upon removal of the impella cp pump the patient lost distal pulses at the limb, which was treated with thrombolytics. The status of the patient was noted as stable.